Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 24hr infusion of cytarabine (257mg in 500ml of ns) was connected to primary tubing. Approximately half of the infusion was administered when the nurse noticed a few drops leaking from the bonded site of the green texium tip. The bag and tubing assembly was returned to the oncology pharmacy where the tubing was changed and the remainder of the bag was infused with no further altercations. There was no patient harm.

Event description:
The customer reported that a 24hr infusion of cytarabine (257mg in 500ml of ns) was connected to primary tubing. Approximately half of the infusion was administered when the nurse noticed a few drops leaking from the bonded site of the green texium tip. The bag and tubing assembly was returned to the oncology pharmacy where the tubing was changed and the remainder of the bag was infused with no further issues. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the bonded site of the texium tip was confirmed. Visual inspection of the set showed no damage or any anomalies. Examination under magnification showed that the set's male luer lock adaptor did not appear to be fully attached onto the texium component. Functional testing resulted in no leaking. Manually applied pressure with a fluid filled syringe resulted in fluid leaking out from an area between the bonded engagement components. The probable cause was a manufacturing assembly issue.